Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: xt-r, runthrough ns, guide cath. Taiga jl 3.5, stent: synergy 2.75/24mm. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The (B)(6) is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the mid left anterior descending coronary artery with no tortuosity, mild calcification and 90% stenosis. A 2.75 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance for post dilatation. The balloon of the bdc ruptured during the first inflation at 9 atmospheres. The bdc was simply removed with no resistance and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.